Manufacturer narrative:
Additional information received; it was confirmed that the endoleak was considered to be a type IV endoleak due to significant membrane leakage. Information references the main component of the system. Details of the previously reported other relevant device are: endurant limb; catalogue: etlw1620c93ee, sn; (B)(4), ubd; 2020-11-28, upn# (B)(4) film evaluation summary: the endoleak reported during implant was confirmed; however, the exact cause and type of endoleak could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. A type iiia junctional separation endoleak is less likely as there appeared to be adequate component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: endurant limb; catalogue unknown, sn; unknown, ubd; unknown, upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm. It was reported that prior to the implant of the stent graft system, the patient had suffered from discomfort in the waist and abdomen for 10 days and the aneurysm was close to rupturing. The implant procedure was performed emergently. At implant, the diameter of the aorta at the renal artery was 26 mm, and the length of the proximal aortic neck was 55 mm. The degree of angulation, vessel tortuosity and vessel calcification were reported as normal. During the index procedure, the endurant bifurcated stent graft was implanted via the right femoral artery. The proximal end of the stent graft was placed under the plane of the bilateral renal artery, and the distal end was located at the beginning of the right external iliac artery. The left femoral artery approach was used to implant the endurant ii stent graft limb. The distal end of the stent graft was located in the left common iliac artery and the left internal iliac artery was retained. Ballooning was then performed to expand the proximal, distal, and coincident portions of the stent graft. On re-examination of the angiography, no obvious type I, ii, or iiib endoleak was noted, however severe contrast extravasation was observed between the bifurcate main body and the long limb connection. As per the physician, the cause of the event was suspected to be a stent quality problem. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.